Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00959899 case subject: npi 8100 error 210.6021 account name: oregon health & science university kohler pavilion account #: 10034499 asset name: 8100bd pump module v9.33.0.50 asset location: contact: erick zdor contact email: zdor@ohsu.edu contact phone: (503) 593 8071 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8100 module giving him a 210.6021 error. Sn: (B)(4) failure device type: failure problem type: failure mode: case resolution: recommend to try a known good keypad. Next would be the display board. Lastly would be the logic board to try. Gave part number to display board. Biomed will troubleshoot and call back if further assistance is needed. Ref:_00d30y0yr._5000l1qivzs:ref